Manufacturer narrative:
Unit was received in no manufacturing mode noted. Unit passed displacement test and self-test. No pump error alarms noted during testing. Unit functioning properly. Unit was received with minor scratched lcd window, faded serial number label and cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was 162 mg/dl at the time of incident. The product will be returned.